Event description:
It was reported that the patient presented with a right ventricular (rv) lead that was exhibiting high defibrillation impedance. No changes or intervention was reported. There were no patient consequences.

Event description:
New information shows a reoccurrence of high defibrillation impedance on the right ventricular (rv) lead. Dislodgement was noted on the left ventricular (lv). The patient condition was stable.

Event description:
New information shows a reoccurrence of high defibrillation impedance on the right ventricular (rv) lead.

Event description:
New information notes loss of capture, inappropriate capture on the left ventricular (lv) and dislodgement was confirmed via x-ray. The patient condition was stable.